Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an error message while wearing the adc freestyle libre sensor. On (B)(6) 2020, as a result of the customer not being able to monitor their blood glucose, the customer experienced a headache and lost consciousness and was treated glucose gel by the husband without effect. The husband then treated her with a glucagon injection for hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. Sensor found to be in state 5 (indicating normal termination). The sensor plug was returned and fully seated. Removed the sensor plug and inspected the plug assembly, no issues were observed. Sensor was reprogrammed, and a sim-vivo test was performed. All results were within specification. No malfunction or product deficiency was identified.

Event description:
A customer reported an error message while wearing the adc freestyle libre sensor. On (B)(6) 2020, as a result of the customer not being able to monitor their blood glucose, the customer experienced a headache and lost consciousness and was treated glucose gel by the husband without effect. The husband then treated her with a glucagon injection for hypoglycemia. There was no report of death or permanent injury associated with this event.